Event description:
It was reported that this right ventricular (rv) lead has showed irregular amplitude morphology and one oversensed beat of what technical services indicated looks like diaphragmatic noise. No pacing inhibition was noticed. Technical services recommended to bring the patient to the clinic and perform evaluations to determine if the issue is reproducible and possibly re-program around this issue. However, additional information was received indicating this rv lead was eventually abandoned and replaced due to noise oversensing resulting in less than 2 seconds of pacing inhibition. It was believed that these issues were a result of a conductor fracture, but this was not confirmed. No additional adverse patient effects were reported.